Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on; however, the bottom row of led digits does not illuminate. Component c70 is broken off and missing from the instrument board. C70 is required for led pwm driving of the lower led digits. With c70 missing, the bottom row of leds will not function.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the 2nd row of display is not working. No known impact or consequence to patient.